Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The device was not returned for evaluation. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that the custom distal femur replacement implant is similar to the mets modular distal femur replacement implant k121029.

Event description:
A surgeon has reported that the tibial yoke of a patient's custom distal femur replacement implant has fractured.

Manufacturer narrative:
An x-ray review was completed which confirmed the reported stem fracture of the tibial yoke. There is no indication that, on the imaging provided, the observed fracture was device related as no device or manufacturing related issues can be seen. Review of the device history records indicates that the devices were manufactured and accepted into final stock with no relevant reported discrepancies. The patient underwent successful revision of the distal femur. Based on the information provided a definitive root cause could not be determined. Further information such as product return, post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. However the device was in-situ 13 years and the observed fracture could be as a result of patient factors such as trauma, obesity, activity levels, disease progression or skeletal maturity and/or surgical factors or preferences and not necessarily related to the device itself. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed and tracked and trended. Corrected data: common device name was corrected from "prosthesis, knee, femorotibial, cons" to "limb salvage system/kro". Device manufacture date was corrected from 11/2013 to 02/18/2000.

Event description:
A surgeon has reported that the tibial yoke of a patient's custom distal femur replacement implant has fractured. This is a supplemental report to 3004105610-2014-00108 ((B)(4)).